Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced a high blood glucose level of 565 mg/dl. Customer's other blood glucose value was 523 mg/dl. The customer had nausea and difficulty in walking due to high blood glucose levels. The customer alleged that the insulin pump was under delivering. The customer was treat with insulin pump as well as manual injections. The insulin pump did not pass the high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed for high blood glucose levels. The insulin pump will be returned for the analysis.